Event description:
It was reported that the customer passed away due to brain cancer. The customer passed away in their home. It was stated that the customer did not have any diabetes complications prior to the death. The customer had heart disease, and a stroke a couple of months ago. The blood glucose that was recorded by the meter was 85 mg/dl. The customer was disconnected from the insulin pump an hour prior to the death. The insulin pump was removed by the hospice nurse. The customer did not wear the sensor a month prior to the death. Advised the son to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.